Event description:
On (B)(6), 2011 I have essure implanted as I was done having kids. I started to have pelvic pain, painful intercourse and I was bleeding all the time including clots the size of half dollars or larger. After returning to doctor and being put on bc pills to help with the bleeding and that failing. I had to have a complete hysterectomy on (B)(6), 2012 leaving just the ovaries.